Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in my uterus / could not find coil and closed me up') and device expulsion ('coil embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach cramping") and back pain ("painful back"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain upper, back pain, device expulsion and embedded device to be related to essure. The reporter commented: the patient have to have hysterectomy due to device embedded in uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in my uterus/could not find coil and closed me up') and device expulsion ('coil embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach cramping") and back pain ("painful back"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain upper, back pain, device expulsion and embedded device to be related to essure. The reporter commented: the patient have to have hysterectomy due to device embedded in uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.